Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As initially reported from a study, approximately 4 years 8 months post implant of a 23mm sapien 3 valve, an echocardiogram was ordered to evaluate increased shortness of breath (sob) and lower extremity (le) edema. The echocardiogram showed the maximum velocity across the aortic valve to be 4.43m/s and measuring 0.6 cm which is suggestive of severe stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on review of medical records. The following sections of this report have been updated: b7 (other relevant history, including preexisting medical conditions) and h10 (provide narrative/data). Additional information received via medical records confirmed patient had undergone a valve in valve (vinv) tavr procedure in which a 23mm sapien 3 valve was implanted in a surgical valve in the aortic position. Approximately 4 years 8 months post implant, the patient presented signs and symptoms of increased shortness of breath (sob) and lower extremity (le) edema. No aortic regurgitation was observed. The patient will be referred for a valve in valve in valve intervention.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: b1 (report type), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). Additional information was provided regarding the event. The patient was referred for a valve in valve in valve intervention to treat valve stenosis. However, before the patient could undergo the procedure, the patient presented to the emergency department (ed) in cardiogenic shock with an ejection fraction (ef) of 15%. Approximately 5 years post implant of a 23mm sapien 3 valve, a CT scan was performed, and the results revealed a clot on the aortic valve as well as right sided pulmonary embolism with severe right ventricle (rv) dilation and severe tricuspid regurgitation (tr) suggestive of thrombosis. Further assessment of the medical records noted the patient had suffered from polycythemia vera, a type of blood cancer that thickens blood and may lead to clotting. Underlying patient conditions can result in increased thrombogenicity. The patient's history of polycythemia vera combined with the nature of the thrombosis, on both the arterial side and venous side, would be more indicative of a systemic coagulopathy. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (history of polycythemia vera) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The date listed for section g3 (date received by manufacturer) on the initial MDR that was submitted is being corrected. The date listed for section g3 on the initial MDR was apr 7, 2022. The correct date is apr 11, 2022.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing or dimensional analysis could be performed. Medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Exercise intolerance or weakness is listed as potential risks associated with the overall procedure. Additionally, valve stenosis and structural valve deterioration are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve stenosis was confirmed based on medical records provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'approximately 4 years 8 months post implant of a 23mm sapien 3 valve, an echocardiogram was ordered to evaluate increased shortness of breath (sob) and lower extremity (le) edema. The echocardiogram showed the maximum velocity across the aortic valve to be 4.43m/s and measuring 0.6 cm which is suggestive of severe stenosis'. As noted from the medical records, the patient has a history of hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.